Event description:
Nurse went to remove inflated foley catheter. Deflated balloon. After deflation the catheter retained a 1-2 mm ridge (similar to the size of a rubber band). This causes discomfort and some pain to pt on removal. Staff tested a catheter not on a pt and this seems to be consistently happening. MFR notified. Does not consider this a defect.